Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. Aiming arm for expert a2fn, part#03.010.350, was received with no visible signs of damage. During manufacturing investigation the subject device passed all functional tests without reference to the reported issue. No misalignment of the aiming arm has been found as described in the complaint description. The complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in pre-operation check, the surgeon confirmed that every device was properly aligned. However in proximal hip screw insertion, the guide wire 3.2 interfered with the nail. Then, the reamer and the drill tip also interfered with the nail in transverse static locking. The radiolucent drive in question is not transparent in image, causing troubles in operations. Due to these events outlined above, there was a 5 minute surgical delay. This is 2 of 5 reports for (B)(4).